Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the healthcare provider (hcp) was doing a refill today and saw a service code 99 (manufacture state) and 100 for motor stall. The hcp did not access the logs but stated that the motor stall started 690 hours ago and verified the pump did critical alarm after she interrogated the pump, but the patient did not hear an audible alarm prior to the appointment and did not have withdrawal symptoms. The hcp verified that she pulled expected amount of drug from the pump 3.5ml. The patient had magnetic resonance imaging (MRI) two weeks ago but was not sure what happened 690 hours ago. The last pump fill was on 2025-04-09. The patient did say she had a routine mammogram that looked suspicious so went in for further diagnosis. The hcp did verify motor stall recovery and pump was refilled. Moreover, there was no volume discrepancy at this refill.